Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03022. The pt received 2 scs leads with the same lot number. It was reported the pt experienced pain at the implant site in addition to not receiving stimulation. Subsequently, the pt's scs system was explanted.